Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having an issue with the insulin pump. Customer stated that he changed the site and sensor. Customer got a meter bg now alarm and gave a 12.8 unit bolus. Customer stated that his blood glucose was not going down. Customer's blood glucose was 484 mg/dl at the time of the incident. Customer's current blood glucose was 539 mg/dl. Customer tried to treat with the pump. Customer reported that he has not contacted his health care professional regarding the unexplained high blood glucose. Customer was explained that he can't calibrate the sensor with a blood glucose reading over 400 mg/dl. Customer declined the rest of the high blood glucose troubleshooting. Customer stated that he will change out his infusion set.